Manufacturer narrative:
An outside of united state (ous) customer reported multiple, discordant tsh 3ul samples potentially affected due to a sample probe leak on an advia centaur xp instrument. Siemens is investigating the issue.

Event description:
A customer reported that multiple tsh 3ul samples were potentially affected due to a sample probe leak on an advia centaur xp instrument. The customer confirmed that there are no trips, slips or falls associated with this incident and that the operator was wearing personal protection equipment (ppe) at the time of the event. The operator was not exposed to biohazardous material. The customer repeated the multiple, discordant tsh 3ul samples on an alternate instrument. The repeated results were reported, as the correct results, to the physician(s). The customer reports that there was a delay in reporting patient results of about 3 to 4 hours. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00270 on (B)(6) 2022. Additional information ((B)(6) 2022): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse identified an issue with the sample probe air pump that caused the leak. The air pump was replaced and resolved the issue. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.